Manufacturer narrative:
The cartridge instructions for use state: replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 308 mg/dl and a bolus via the pump was delivered to address the bg level. The contact was not sure what caused the high bg. During troubleshooting with tandem technical support, air bubbles were observed in the tubing and the contact primed them out. Reportedly, humalog was used in the cartridge beyond the labeled 48 hours. The contact declined to remove the infusion set cannula for inspection. The contact changed the cartridge and insulin delivery was resumed.